Event description:
It was reported that during setup prior to a surgical procedure at the user facility, paint flakes were noticed to be coming off the footed 16 mm attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. It was reported that during equipment testing conducted by a manufacturer service technician, the foot on the attachment was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility paint flakes were noticed to be coming off the footed 16 mm attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.